Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had dislocated twice. Surgeon wanted to revise to a thicker poly. This patient is an inmate at prison and then became non compliant and got into a fight at prison according to the surgeon. Surgeon also feared the deltoid was no longer functional as well. Surgeon removed the poly and trailed many different options. The most stable option was using the metal +9 spacer along with the 38 +6 retentive poly. Surgeon told me it was stable and got xray before starting to close. Doi: (B)(6) 2019. Dor: (B)(6) 2019, left shoulder.